Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she is having a problem with the insulin pump. Customer went to emergency room last night. The blood glucose level kept rising. The blood glucose reading at the time of the event was 540 mg/dl. Customer was nauseated and vomiting. Hospital treated with insulin drip. The current blood glucose reading is 255 mg/dl. Nothing further reported.